Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 6th march 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the analysis a sensor replacement was approved, and the sensor was requested to be returned to senseonics for further investigation. The sensor was returned from the field. Upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Functional testing is not expected to be impacted since there is still sufficient coverage of the hydrogel over the optics. In-house testing demonstrated degradation of the chemical performance, consistent with oxidation of the glucose sensing component within the sensor hydrogel, which likely contributed to the observed inaccuracies. The same observation was made on the in vivo sensor data. A replacement sensor was provided to the user as part of the resolution.